Manufacturer narrative:
Investigation summary: one photo was provided. It shows the plunger rod-stopper. The stopper has adhered a piece of thin material of irregular shape. It appears material from the stopper, however the sample would be needed to confirm it. Failure mode is verified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that bd luer-lok¿ syringe had foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown.

Event description:
It was reported that bd luer-lok¿ syringe had foreign matter. No serious injury or medical intervention was reported.